Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that on (B)(6) 2019, his son's blood glucose level was 600mg/dl (at the time of incident), so they rushed to the hospital. During hospitalization, noticed the cannula was bent and the patient received some unspecified treatment intravenously. Further, the patient was still in the hospital, on the date of this report ((B)(6) 2019). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.